Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment of the peritonitis was not reported. It was not reported if pd therapy was ongoing. The patient outcome was not reported. No additional information is available.